Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): overinfusion

Manufacturer narrative:
This follow up MDR is being submitted retrospectively due to a filing error by b. Braun medical inc. At the time of the reporting. At the time of initial reporting, exemption e2016018 applied to the case. Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the device was not sent in for a further investigation. All investigation results based on the histiroy log files. The history files were analyzed. During the analysis of the history log files the therapy described by the customer could be comprehended. A malfunction of the perfusor space could not be detected based on the history files. The complaint could not be confirmed. During the investigation of the history log files the device works correctly. The incident was caused by an user error.